Manufacturer narrative:
Philips service restored the ghost image and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to boot, and a blue screen error was observed on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.